Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump was received with the retainer still attached to the pump case. A test p-cap and reservoir locks into place inside the reservoir the reservoir tube properly. The pump passed the displacement test. The pump was received with the stained keypad overlay, case cracked behind the pump near the battery compartment and cracked battery tube threads. No damage to the reservoir tube, reservoir tube lip, or retainer noted during physical inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that retainer ring was loosened. The customer reported crack at battery compartment also belt clip was broken. Troubleshooting was performed for damage and noticed the reservoir did not lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.